Event description:
Asr revision; right; asr xl; reason(s) for revision: alval / soft tissue reaction. Update - cross referenced bi-lat patient. Filed out mw fields. Bi-lateral patient. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right. Asr xl. Reason(s) for revision: alval / soft tissue reaction. Update - cross referenced bi-lat patient. Filed out mw fields. Bi-lateral patient. For left side see com (B)(4). Update - copied info over from com (B)(4) an put it in additional info box. Com (B)(4) will now be voided as it is a duplicate of this com. Added clinical trial number, further reason for revision and patient details. Taken from spreadsheet dated (B)(6) 2014. Reason for revision: osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). **addendum added 10 jul 2017*** complaint reopened as received additional information. Updated event date, activity level, complainant address and city, file handler contact number, and updated lot number bk7ge1000 of product 157012090 and manufacturing date. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.